Event description:
It was reported that the pt suffered an abrupt loss of hearing ability, this was noticed by the parents. Telemetry measurements revealed high impedances on channels 2,3,4,5,7,8 and 11.